Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the transfer set and the patient line, which can cause system error 2240 alarms. The care giver (cg) noticed that although the line was connected to the transfer set, it was not a secure connection. Per the cg the threading was not properly aligned when connecting and it was allowing air into the line. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and system error 2367 alarm with the homechoice (hc) machine during initial drain. The technical service representative (tsr) explained the alarms and advised the care giver (cg) to cycle power to clear the alarm. During troubleshooting, the cg noticed that although the line was connected to the transfer set, it was not a secure connection. Per the cg the threading was not properly aligned when connecting and it was allowing air into the line. The tsr then explained that the supplies were compromised and that the cg would need to start over with new supplies. The tsr then advised the cg to notify the nurse in the next 24 hours to let her know the alarm occurred. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the nurse on (B)(6) 2012. The nurse stated that the home patient did not develop any adverse reactions or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications.